Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported difficulty with the recharger. They stated they were not able to recharge the implant. Patient tried to recharge using the new smart programmer and got error code 2722. The recharger was fluctuating on charge level from one bar to three bars when on and off the recharger. Also the recharger light keeps turning orange and shutting off. Patient reported they kept the recharger on the docking station when not in use. The issue has been occurring on and off for three days. The following troubleshooting steps were performed: reset the recharging application. Patent was able to connect and charge. Patient got excellent connection and 10% charge. Caller was adamant that the device was old and they wanted it replaced. Sent email request to repair of recharger replacement. Additional information was received from the patient. The patient called back after getting their new recharger. They were encountering 2702 error code. Determined the patient had the wr laying on their bed at the time of encountering the code. Agent reviewed code meaning and that patient should move the charger away from sources of metal and onto to the ins site. This resolved the issue and the patient was able to successfully charge the ins. Patient also complained that ever since they had scoliosis spine surgery, they feel like the ins is indented in and have experienced shocks from the hip down to their calf all the time and felt it was worse when the therapy was on. However, patient did not want to turn the device off because they did not want to lose therapeutic effect, and indicated they found a program and amplitude setting that work best for them. Agent redirected patient to follow up with managing physician to discuss symptoms and concerns. Patient has an appointment with managing physician for (B)(6).